Event description:
Baxter (B)(4) received a report regarding an infusor with a malfunction where the "leur cap has come off priming the tube." The device was filled with a solution of tazocin ef and sodium chloride. This condition was observed before patient use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed as broken tubing at the junction of the luer. Visual examination of the sample showed that the tubing had been broken at the junction of the luer. Microscopic examination of the broken tubing revealed that the edge of the tubing was jagged and not smooth. The root cause was determined to be excessive force inadvertently applied to the tubing during product use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.